Event description:
It was reported that during implant, the lead exhibited high impedance. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found medical adhesive on the surface of the ring electrode, which could have caused the lead to exhibit high impedance.